Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: scoliosis type of procedure: deformity/scoliosis construct levels implanted: t3-l4 date of implant: (B)(6) 2014 date of explant: (B)(6) 2016 it was reported that on (B)(6) 2014, the patient underwent surgery. Post-op, 5.5mm cocr rods became dislodged bilaterally from the most caudal (l4) screws of the construct. The set screws holding the rods in place either loosened or became dislodged and required a revision surgery to correct the issue. Hence, on (B)(6) 2016, the patient underwent revision surgery in which all the affected implants were explanted and re-instrumentation was done with another spine vendor.

Manufacturer narrative:
Product analysis: optical and microscopic examination of the returned implant identified a starburst pattern on the rod interface surface, consistent with set screw back out. Significant wear noted at the center axis of the part, consistent with wear due to rod cyclic axial movement after set screw back out. The extensive nature of the wear of both the set screw and mas saddle interface disallows further insight into initial construct assembly. Conclusion: inconclusive; the implant returned in unsuitable conditions for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.